Event description:
The main body graft and legs were placed, however, after deployment, it was determined to place another MFR's stent to seal the distal leg area. The iliacs were described as "cruddy" and a decision was made to place the other MFR's stent to open up the leg and seal it to prevent a type I endoleak.